Manufacturer narrative:
Corrected & additional data: the patient reported the date of implantation of the devices involved under (B)(4) as (B)(6) 2009, however, further information received indicates that the date of implantation was on or about (B)(6) 2009. Further, the patient reported under (B)(4) the date of event as (B)(6) 2012, however details received by the manufacturer indicates that the revision surgery involving the bhr implants was performed in (B)(6) 2011, not (B)(6) 2012, and subsequent unknown manufacturer¿s right hip revisions were performed in (B)(6) 2013.

Event description:
It was reported that on or about (B)(6), 2011 revision surgery was performed to remove a 54mm bhr cup and femoral head. Pain, weakness of the legs and hips, elevated cobalt and chromium levels, and fluid accumulations around the hips were reported. Subsequently, further revision surgeries were also reportedly performed on this patient's right hip on (B)(6), 2013. The manufacturers of the devices involved in these subsequent revision surgeries is not known based on the supplied information.

Event description:
It was reported that revision surgery was scheduled to be performed in (B)(6) 2012 due to metallosis.

Manufacturer narrative:
The patient reported the event to the FDA via medwatch report (B)(4).